Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the self expanding stent system (ses) was returned without blood and saline visible. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 6 millimeters (mm). There was no damage noted to the stent implant. The distal end of the outer member was retracted 5 mm proximal to the base of the tip. The proximal end of the stent implant was mislocated on the inner member 7 mm distally to the proximal marker. There was no other damage noted to the ses. The tray used during the procedure was not returned. The tuohy was confirmed to be tight. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific quality deficiency. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during device preparation, after the 4.0x40 xpert stent delivery system was flushed, stent struts were noted to be exposed. There was no mishandling of the device during device preparation. The device was not used and there was no patient involvement. A new same device was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.